Manufacturer narrative:
This report is being supplemented to provide a correction to the initial with information inadvertently left out d10.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the need to replace the inoperable scope and the balloon (at risk of detaching) caused the delay in the procedure. However, the root cause could not be determined. Furthermore, since the device was not returned for an evaluation, the root cause could not be determined for the following reported issues: ¿ the scope damaging other products after the aspiration needle was passed (with damaged scope fibers). ¿ the balloon was too large and had a risk of being detached from the scope while in use. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿never tie the elastic opening of both sides of the balloon with a thread. This may cause the balloon to rupture or come off the distal end of the endoscope when inflating it excessively. This can result in patient injury.¿ ¿never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient.¿ ¿never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or come off the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-400b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. After that, the balloon can be deflated.¿ ¿when withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasound image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury.¿ ¿if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend needle of the instrument. This could cause patient injury, bleeding, perforation, and/or equipment damage.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.

Event description:
Olympus received a voluntary medwatch report, stating that the evis eus ultrasound bronchofibervideoscope was damaged (and damaged an aspiration needle) which lead to the scope being inoperable to finish the procedure. The facility had obtained new scopes from olympus in 2022. Those scopes were updated from 180s to 190s. Three of the new 190s were noted to be damaging other products or had damaged scope fibers after an aspiration needle was passed. Additionally it was stated that a balloon was damaged. The balloon was stated to be too large to fit the new 190s scopes and made it a risk for the balloon to come off the scope during procedures. The scopes had been sent multiple times to a third party for repair. The facility did have a loaner scope (180f) that was used that did not cause any damage to other products or the scope. Upon follow up with the facility, it was stated that some of the procedures related to the three scopes had been prolonged due to having to switch out scopes when balloon replacement was needed. The facility had a period of 6 weeks in which 12 procedures had to be canceled due to all of their scopes being damaged and out for repair at the same time. If a scope was available, it would be changed out. It was stated that all of the patients that were postponed were awaiting a diagnosis of likely cancer, therefore prolonging the diagnosis and delaying treatment of the patient. There were no error messages noted. Additional information was requested regarding the delays and if any specifics were available. If received, a follow up report will be sent. As three scopes and one balloon was involved, four reports are required. Patient identifier (B)(6) is for scope serial (B)(6). Patient identifier (B)(6) is for scope serial (B)(6). Patient identifier (B)(6) is for scope serial (B)(6). Patient identifier (B)(6) is for the balloon. This report is for patient identifier (B)(6).

Manufacturer narrative:
This report was submitted by the importer under the importer's report number 2429304-2023-00167. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.